Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted during a chevar endovascular procedure . A reliant balloon was also used during the procedure. It was reported during the index procedure, the reliant balloon perforated and was stuck in the catheter. It took time to remove but was then successfully removed from the patient. No additional clinical sequalae was provided and the patient is fine.